Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had pump alerts that they did not clear when attempting to deliver a quick bolus. The customer then experienced an elevated blood glucose level displayed as ¿high; however a specific value was not provided. The customer administered a bolus via the pump to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer that tandem mobi will not deliver a quick bolus if there are any active alerts/alarms in the mobile app.